Event description:
Contact reported an eagle screw back-out. Back-out was noticed within 24-hours of the case. Surgeon is taking no action at this time, but plans to revise the pt in the future.

Manufacturer narrative:
No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.